Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history, it was noted that this device was interrogated at settings indicative of a faulted diagnostic test. The settings were not corrected at the time of the event. At the following appointment, the patient¿s device was reprogrammed; however, another faulted test occurred that was not corrected at that time.